Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician was reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded; therefore, a failure analysis of the complaint device could not be performed. Review of the lot history record and complaint history database could not be performed because the lot number was not provided and the device was not returned. Based on the information reviewed, there is no indication of a product deficiency. The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site.